Event description:
It was reported that the patient experienced skin irritation and discomfort while wearing the pod. The patient reported that pod insertion was painful and that the cannula could be felt during wear, with increased pain occurring during larger bolus deliveries. The patient also reported recurrent adhesive-related skin reactions occurring with almost every pod worn. Symptoms included rash at the adhesive site and redness and swelling at the cannula insertion site following pod removal. The rash reportedly resolved within approximately one day, while the redness and swelling generally resolved within one hour of pod removal. Pod placement on the abdomen was reported to be more tolerable, while the arms were described as the least bothersome site despite existing scar tissue. Additional concerns of pod leakage were reported, with elevated blood glucose levels and wet adhesive with an insulin odor noted upon pod removal. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.2. Hardware: iphone15.4 cgm sensor type: data not avai.lable. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.